Manufacturer narrative:
Product analysis: visual and optical review confirmed that the cable has been broken into two strands. Microscopic examination of the cable revealed multiple bends in the cable with strand damage right above and below the breakage. The angle and location of strand breakage is consistent with the cable coming in contact with a sharp corner during tensile loading. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a surgery for fracture. Cable was being used for tying the patella. Intra-op, the cable broke. No fragment of the broken instrument remained inside the patient. No patient complications were reported.